Event description:
Customer reports to have received a button error alarm possibly due to moisture. Customer's blood glucose was 250 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm due to blank display. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.(B)(4).